Manufacturer narrative:
Please note that the initial reporter information is unknown. This event originated from a complaint posted on social media by an individual whose name is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins). It was reported via social media that there were victims of device failures. There were no specific patients or devices provided. No symptoms or further complications were reported or anticipated.